Event description:
It was reported by the customer that during pre-use check the cs300 intra-aortic balloon pump (iabp) had sudden auto-fail. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the user reported that unit have autofill failure and it was confirmed in the logs. The error log shows a autofill error 40 which is obstruction in the balloon. Condensation was found to be the issue that is causing the blockage. Recommended to the replace the crm. Replaced the crm assembly. Unit passed.

Event description:
Na.